Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-29. H6: investigation summary: to aid in the investigation of this issue, three physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the end of the scale markings were observed faded. The process used to print the scale to the syringe is called "hot stamping." A metal stamp is heated and then pushes a black printing foil onto the barrel wall. A device history record review was performed for provided lot number 1904151. During the scale marking process for lot number 1904151, there was a maladjustment that resulted in a problem with the black printing foil reel. This problem resulted in incorrect printing of the scale onto the syringe. In response to this issue, a quality notification was issued during the production process; however, this incident resulted due to the release of faulty product. Due to the preventive measures in place, we believe this was an isolated incident with a low chance of recurrence. Our quality team will closely monitor the production and inspection process for signs of this issue and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china had scale marking issues on 550 occasions before use. The following information was provided by the initial reporter: on (B)(6), 2020, china resources received feedback from for the product 5ml syringe. The product has a blurred scale and cannot be used normally and hope to deal with it seriously.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd (B)(4) had scale marking issues on 550 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2020, (B)(6)resources received feedback from for the product 5ml syringe. The product has a blurred scale, cannot be used normally, and hope to deal with it seriously.